Manufacturer narrative:
Device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 03 may 2024 that the infusion set fell off from 7 sets. Infusion set was in use for 10 minutes to 2 hours. Patient blood glucose level was 100-300 mg/dl no further information was available.